Manufacturer narrative:
Section a2: correction section d4, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events and alarms that were observed in the submitted log file. A distal end driveline replacement was performed by a technical services representative. Approximately 17.75¿ of the external portion/distal end of the driveline was returned. The pins of the metal connector appeared free from deformation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination revealed a breach to the insulation of the black wire, approximately 12.25¿ from the metal connector. The black wire redundantly supports motor phase 2. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed events that were confirmed through the analysis of the patient's log files could have resulted from a short to ground if the exposed conductors of the black wire contacted the braided shield while the patient was supported by the power module. It should be noted that additional low speed alarms were reported on (B)(6) 2019 (investigated under MFR 2916596-2019-05455). The patient remains ongoing on heartmate ii lvas, serial number (B)(4) at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was experiencing low speed alarms that occurred intermittently until the patient switched to batteries and did not experience any further alarms since then. The patient denies any correlation with position or specific movements. The device did not alarm when it was hooked up to the clinic's power module. Log file analysis captured speed drops below the low speed limit on (B)(6) 2019 that continued to occur intermittently throughout the remainder of the log file. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. Percutaneous lead x-rays submitted were unremarkable. The patient was given a no ground cable. On (B)(6) 2019 the patient underwent a percutaneous lead repair 5 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. It was reported that the patient has had no further issues since the repair. No further information was provided.